Event description:
It was reported that during sheathed insertion, iab prematurely unwrapped. Clinician indicate they "removed air correctly with one way valve". A competitor's iab was used without further difficulty. There was no reported patient complications.